Manufacturer narrative:
This complaint was involved with three devices. Device 2 is being reported under MDR-2247858-2024-00214, and device 3 is being reported under MDR-2247858-2024-00215. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject (B)(6) was admitted on (B)(6) 2022 after presenting with complaints of worsening left leg pain. This was due to left iliac stenosis requiring re-intervention same-day. A CT dated (B)(6) 2022 showed thrombus forming around the iliac limb and "notable" stenosis of his left iliac limb that was being pinched by a very tight area of the distal aorta. The re-intervention included kissing iliac stents with a 10x37 on left and 10x59 on the right. As well as left distal common iliac stent to just above the external iliac artery using a 10x27 stent. Ivus imaging was used for both the left and right iliac arteries. Patient outcome - the subject was discharged on (B)(6) 2022 without complications. Subject was scheduled to continue aspirin 81mg indefinitely and plavix for 3 months. The subject has had no further issues after their 1-year and 2-year follow-ups."